Event description:
Pt was seen in the clinic (routine visit) and reported getting shocks. Evaluation showed these were for sinus tachycardia with a long pr interval. The device was unable to discriminate this rhythm as an svt due to the prolonged pr and limitations in the device programming capabilities. The pt was reluctant to undergo surgical correction, but was also tired of the inappropriate shocks and drug therapy could not prevent the events. The pt then underwent elective replacement of device.